Event description:
The customer reported experiencing motor error alarms and e70 alarms from the insulin pump. There was no significant event reported leading up to the motor error alarms. The customer reported being unable to rewind the insulin pump. The customer was advised to discontinue use of the device and to return it for analysis and a replacement. The customer's blood glucose value was 473 mg/dl. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump passed the rewind, basic occlusion, prime, and displacement tests. However, the device was received with stuck motor error alarm loop during bolus delivery. The motor was tested outside of the device and it passed. The motor may have had an intermittent failure that was not detected during testing. Motor position encoder error alarm in the alarm history was not verified due to history file overwritten. The rewind functioned properly during testing. The device had cracked reservoir tube lip, cracked battery tube threads, minor scratches on the lcd window, and scratches on the reservoir tube window.